Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was keypad was unresponsive to user input. Customer stated they were attempting to enter their carbohydrate intake to bolus when the device began to scroll without any input. Customer then removed the batteries and the device alarmed button error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. All the buttons function properly. No ramping numbers noted. However moisture damage was noted on keypad traces.